Manufacturer narrative:
Continuation of d10: product ID: 9735670 (serial: (B)(6); implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine version 2.1.0 ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system became unresponsive first during instrument verification, and later during active navigation while attempting to place a screw. The issue was resolved after the site rebooted the unit. The site mentioned that this issue has been occurring for quite some time and appears to be progressively worsening. There was a reported delay of less than 1 hour and no reported impact to patient outcome.

Event description:
Additional information was received. The system froze during navigation while they were performing a lumbar fusion. They rebooted the system and were able to continue navigating. The hard drive had recently been cleared.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The ssd was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Reviewed the case and observed that the ssd was replaced. No logs or exams available. H6: b01, c19 and d15 apply to the software concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.